Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that once the electrode was connected to the generator, water started to flow, but the temperature did not drop and indicated 80 degrees celsius. Another product was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
One rfa2020 was received for evaluation. Visual inspection found no defects. The investigation found the sample did not allow water to circulate through. The needle was removed and fiber was found at the tip of the hypotube/ thermocouple assembly. Engineering and the supplier have examined all the manufacturing processes for the needles. Nothing in the supplier or manufacturing process would contribute to the fibers found. The investigation identified the root cause of the reported event to be user error. The customer is advised to use sterile saline for cooling. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that once the electrode was connected to the generator, water started to flow, but the temperature did not drop and indicated 80 degrees celsius. Another product was used to complete the procedure. There was no patient injury.